Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when nim tube was used, cuff (balloon) failed during case. There was no patient impact reported.

Event description:
On follow-up it was reported that following uneventful and atraumatic intubation with 7.0 nim emg tube, the cuff failed to maintain pressure. An audible leak was noted as 8-10 cc of air was initially placed in the cuff. The audible leak was heard by the anesthesiologist and assistant when the balloon was inflated. The balloon was inflated after removing it from packaging to check for integrity prior to the start of the case and no leak was detected at that time. The leak was noted after initial inflation. Repeated attempts to have the cuff maintain pressure, as well as steps to assess the check valve/pilot balloon, did not solve the problem. At no time was an abnormal amount of air or pressure used to inflate cuff. There was no patient impact, the patient had a slightly anterior but otherwise normal airway. Ett did not snag on teeth or laryngoscope during placement. No harm was done to the patient due to the ett cuff malfunction. Procedure performed was thyroidectomy. The damaged tube was ultimately removed and replaced by a second nim end otracheal tube. There was no unanticipated medical interventions, procedures or treatments performed or planned.

Manufacturer narrative:
B5 : updated with new information. E2,e3 : updated. H6 : codes updated. Previously applied fdm code b17 no longer applicable. H10 : medical safety review states that the event and its severity are known and labeled per IFU m726750c787 a, which states the following: do not attempt to use an emg endotracheal tube without first performing a cuff inflation test. Inflate the cuff with air and visually inspect the cuff for any abnormality. Replace with another emg endotracheal tube if any adverse abnormality is found. A spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.